Manufacturer narrative:
Investigation: based on evaluation of the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed. Further investigation has been initiated through (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes the label does not stick completely to the tube. The following information was provided by the initial reporter: the label of the tube does not stick completely, regardless when it is not used in the packaging condition is still sealed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes the label does not stick completely to the tube. The following information was provided by the initial reporter: the label of the tube does not stick completely, regardless when it is not used in the packaging condition is still sealed.